Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform (sn unknown). Per reporter, the battery showed fully charged in the autopulse multi-chemistry battery charger (mcc) and mcc charged other batteries without any issues. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse platform(sn unknown).